Event description:
During service by co technician, the device failed accuracy test with underdelivery. The hospital representative stated they have no record of any patient incident involving the pump since the last co service event.